Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -14.5 into the patient's left eye (os), the lens implanted upside down. The lens was implanted and removed on (B)(6) 2017. Upon removal, the lens tore/broke. On (B)(6) 2017 a same size, type, and diopter lens was successfully implanted. Reportedly, the "eye is quiet" and the patient is "doing good."

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial and had clear surgical residue on product. Visual inspection found the lens missing a piece of its haptic and presence of residue on the lens surface. Claim# (B)(4).